Event description:
It was reported that 2 employees have experienced hives and one employee has experienced skin rash since working with scopes disinfected with cidex opa. The employees were referred to employee health, although no treatment was given and no cause was designated for these reactions. Hospital also reports concern over black marks left on the cupboards where their scopes are hung to dry.